Manufacturer narrative:
B3: estimated date. D4: the UDI number is not known as the catalogue number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of arrhythmia, hematoma, hemorrhage, hypertension, infection, myocardial infraction, perforation of the vessel, obstruction/occlusion, vascular dissection, and embolism are listed in the coronary dilatation catheters (cdc), nc trek rx, global, instructions for use as known patient effects. A definitive cause for the reported arrhythmia, stroke/cva, hematoma, hemorrhage/ blood loss/ bleeding, high blood pressure/ hypertension, unspecified infection, ischemia, myocardial infraction, perforation of the vessel, obstruction/occlusion, vascular dissection, embolism/ embolus, thrombosis/ thrombus and serious injury/ illness/ impairment, and the relationship to the product, if any, cannot be determined. Based on the information reported through the pmcf (post-market clinical follow-up) report, a conclusive cause for the reported complaints could not be determined. Additionally, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects and malfunctions reported in the pmcf are captured under separate medwatch reports. As multiple devices were captured in the pmcf report. Additional reports were filed under separate report numbers.

Event description:
It was reported through the pmcf (post-market clinical follow-up) report, that the abbott nc trek rx coronary dilatation catheters (cdcs) that were used may be related to hemorrhage or hematoma, hypertension, infection, thrombosis, myocardial ischemia, cerebrovascular accident (cva), dissection, perforation, myocardial infarction, arrhythmia, embolism, occlusion, and death. The report also found performance issues with the cdcs such as issues with delivery, inflation, and deflation. The cdcs were also used in chronic total occlusion (cto) lesions. Please see the pmcf report for additional details.

Manufacturer narrative:
B3: estimated date. D4: the UDI number is not known as the catalogue number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment e-183199 rpt2121578 rev f titled: post market clinical follow-up evaluation report coronary dilatation catheters the additional patient effects and malfunctions reported in the pmcf are captured under separate medwatch reports. As multiple devices were captured in the pmcf report. Additional reports were filed under separate report numbers.